Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no patient involvement at the time of the event. The ventilator was running on battery backup at the time of the reported event and a ac power loss alarm was generated both audible and visual.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the power supply. The ventilator passed self-testing.

Event description:
It was reported that a 840 ventilator was not running on alternating current (ac) power. Although requested, patient involvement information was not provided by the customer.